Event description:
It was reported to boston scientific corporation, that a button replacement gastrostomy device was used in a replacement procedure. Patient's age was said to be less than 18 years old, weight and gender were not provided. Per the complainant, the right angle feeding tube detached from the button during a feeding. This issue was identified after the replacement ped procedure, which was performed on (B)(6) 2009. The initial button is still in use. There has been no report of complications or injury to the patient. Post procedure the patient's status is good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).